Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital after reporting purulent drainage to the driveline site. The patient also reported 3 lesions to the groin area that appeared to be infected. Patient had a fever of 103 f and leukocytosis. The patient was started on vancomycin and cefepime infusion. Patient had an elevated c-reactive protein (crp), lactate, creatinine, aspartate aminotransferase (ast), alanine aminotransferase (alt) and total bilirubin. This was believed to be due to severe sepsis. Dermatology was consulted for the groin lesions and they recommended mupirocin ointment to the site. Cultures came back (B)(6) for (B)(6). Repeat cultures remained (B)(6) for (B)(6). "Vancoymcin" was switched to daptomycin on (B)(6) 2018. Patient had a transesophageal echocardiography (tee) that was positive for vegetations. White blood cell count rose from 18.33 to 44.05 on (B)(6) 2018. Patient was noted to have a worsening left sided pleural effusion on (B)(6) 2018. Patient was then started on ceftaroline. Patient was transferred to the intensive care unit (ICU) for worsening sepsis. Vital signs became unstable and patient required intubation on (B)(6) 2018. Patient went into asystole and expired on (B)(6) 2018. No additional information was provided.